Manufacturer narrative:
It was reported that the battery gas gauge would blink red and appear charged, but will not communicate to the controller. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing due to a flag. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The flag was removed after allowing the battery to discharge, causing the voltage to decrease below the voltage threshold. Based on the available information, the led blinking red when the battery was connected to a battery charger was confirmed. The reported inability of the battery to communicate to a controller could not be confirmed. As a result, the most likely root cause of the reported inability of the battery to charge can be attributed to an overvoltage fault by the analog front end (afe) integrated circuit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's battery led light would turn red and then appear to be charged but it would not show up on the controller's battery indicator. There were no patient consequences associated with this event. No further information was provided.